Event description:
It was reported to co that during the ptca, the occlusion balloon deflated unexpectedly. Preparation of the device went fine. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The phsyician then removed the adapter and noticed the occlusion balloon deflating. The device was removed from the pt and the physician continued the case without distal protection in place. The pt is reported to be fine.